Event description:
N/a.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield skull clamp (a3059) was returned for evaluation. The functional testing and the evaluation of the device could not duplicate the reported complaint. When the unit is properly positioned and put under pressure unit would not have slipped. The device IFU (instructions for use) provides proper usage instructions. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the surgeon had just placed the patient in mayfield skull clamp (a3059) at 80 pounds of pressure getting to the fourth line on the torque knob. When he stepped back and began to drape the female patient, he said that the patient's head slipped forward out of the pins, causing a 3cm laceration on both sides of her head and her head to fall forward only to be stopped by the I-beam on the skull clamp. The patient's head was in full hyperflexion. They had to undrape the patient, take care of her wounds and then reposition her on a horseshoe headrest to continue the case. It was reported that the surgeon will do a full review with the patient to ensure no further damage was caused by the fall. The type of procedure done was posterior cervical laminectomy, facetectomy and fusion. Additional information has been requested.